Manufacturer narrative:
Submit date: 03/24/2014. An investigation is currently underway, upon completion, the results will be forwarded.

Event description:
The customer states the cord is broken. The scd controller was sent to a covidien service center for repair. Upon triage, a service tech found the power cord is damaged showing internal copper wires. The power cord is an electrical safety hazard.